Manufacturer narrative:
A ge service representative performed an onsite investigation. The intelligent shutdown pcb was evaluated and replaced. The ac power cable was also repaired during the service event. The system was tested and found to be working as intended and returned to service. An investigation discovered that the supplier of the workstation power cable assembled the power cable incorrectly. Ge healthcare surgery initiated an action in the field to inspect affected units and apply corrections as necessary. This action was reported to the FDA under correction number z-0975-2017 (gehc surgery report number 1720753-12/20/2016-002-c) on december 20, 2016. Unique identifier: (B)(4).

Event description:
The customer reported that the system failed to power up. No patient serious injury or death was reported related to this event.